Event description:
After several high power and pump stoppage episodes and serial ecohcardiograms suggestive of pump thrombosis, pt's heart mate ii lvad was surgically replaced. Dates of use: (B)(6) 2016.